Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the gui central processing unit (cpu) printed circuit board (pcb) and backlight inverter pcb. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. (B)(4).

Event description:
A report received from poland stated an 840 ventilator experience a blank graphical user interface (gui) display. The device was not being used on a patient at the time of the event.